Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.